Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a cranial resection procedure, the passive planar and small passive cranial frame intermittently failed to track when angling the passive planar. The site attempted to resolve the issue by swapping navigation systems, but this did not lead to a resolution. Subsequently, the frame and pointer were swapped, allowing the procedure to continue. The manufacturer representative attempted navigation outside of surgery and encountered the same tracking issue when angling the probe. It was verified that there was no geometry error exceeding the limit for any particular sphere when covering up one sphere at a time on both instruments. No patient complications have been reported as a result of this event and surgical delay was 10-minutes.

Manufacturer narrative:
H3, h6) the instrument has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.